Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17064.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device could not be operated because there was an issue with pressing the key. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment in the touch position. The pse rebooted the device several times and performed touch panel calibration, but the issue remained. The pse replaced the touchscreen to resolve the reported issue, and no other anomaly was observed. The device passed required performance verification tests per philips standard and was returned to service.